Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer¿s blood glucose was a value displayed as "high" on the continuous glucose monitor, however, a specific value was not provided. A correction bolus was delivered to address bg. The customer continued to use the pump for insulin therapy.